Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had broken output connector and other broken external components. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.